Manufacturer narrative:
(B)(4). At this time, the product has not been returned. If the product is returned and analyzed, this report would be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was explanted with laser due to a clavicular crush of the lead. A subcutaneous implantable cardioverter defibrillator (s-ICD) was placed. No additional adverse patient effects were reported.